Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature (check vent) alarm occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device had a high blower temperature (check vent) alarm and requested onsite service. The rse advised the customer that a quote will be e-mailed and informed the customer to respond with the purchase order (po) to schedule service. The customer accepted the quote, and a field service engineer (fse) was dispatched onsite to evaluate and repair the device. Investigation is ongoing.

Manufacturer narrative:
H10: upon arrival, the field service engineer (fse) confirmed the error message in the event log but could not duplicate the blower temperature failure. The fse cleaned the fan and replaced the blower for preventative measures. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.